Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old asian female patient underwent breast augmentation revision with two 380cc mentor memorygel breast implants. Post-operatively, the suffered bilateral unacceptable cosmetic appearance of the breast implants and left breast capsular contracture (baker grade iii). As a result, the patient underwent bilateral removal and replacement on (B)(6) 2022. The replacement devices were: (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9620004 sn: (B)(4) and (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9624991 sn: (B)(4). This medwatch form is for the right breast prosthesis. Complications on the left breast have been reported under mrn: 1645337-2022-00724.

Manufacturer narrative:
On (B)(6) 2022 an analysis of the device's photo was completed: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth high profile xtra 380cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.